Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that a 7f guide, the guide wire and the 2.75 x 15 mm promus stent delivery system (sds) were in the lad. While advancing the sds through the guiding catheter, the stent dislodged proximal on the balloon. The stent was on the shaft of the catheter and was recovered. All devices were removed together. The procedure was completed with an 8f guide and a new promus. No pt effects were reported. No additional event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4).